Manufacturer narrative:
Reporter phone number (B)(6). D6a date of implant is unknown. B3 date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The event of ipg replacement was reported to abbott. The patient¿s ipg was explanted and replaced due to ipg reaching end of life. The patient has effective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.